Event description:
It was reported that the intra-aortic balloon pump experienced 3 fill failure alarms within a two hour period. The console reset and pumping resumed. The helium supply was connected and the amount was adequate. As a result of the continued condition, the console was exchanged. There were no further reported difficulties or patient complications.